Manufacturer narrative:
Citation: poels, t. Md et al. Transcatheter aortic valve implantation-induced left bundle branch block: causes and consequences. J. Of cardiovasc. Trans. Res (2014) jun;7(4):395-405; doi 10.1007/s12265-014-9560-x earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding a search in pubmed that included articles from 2000 and 2014. Articles included patients that had been implanted with either a corevalve transcatheter bioprosthetic valve and non-medtronic balloon expandable valves. Serial numbers were not provided. Among all patients adverse events included: left bundle branch block (lbbb), right bundle branch block (rbbb), completed heart block and permanent pacemaker implant. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.